Manufacturer narrative:
Initial qa inspection of the electric dermatome on november 10, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including nicks and scuffs. The thickness control lever operated as intended. There were no visible issues with the power cord. The master blade sat flush with the control bar. The safety switch operated as intended. There appeared to be no visual issues with the width plates. The device was tested with the electric dermatome test power supply and the motor speed was above motor speed specifications. The device was tested with the customers electric dermatome power supply and operated above motor speed specifications. The customers power supply was of an older style but appeared to function normally. A follow up medwatch will be submitted once the full investigation is completed.

Event description:
It was reported initially that intermittent operation was experienced by multiple surgeons during harvest of skin graft. Additional information was received on november 2, 2016 stating that the surgeon had to make several passes to get a skin graft. It confirmed the event happened during a surgery and that there was a delay in surgery for an unspecified amount of time. Information received clarified that there was an impact/damage to a graft harvest and the surgeon had to make additional passes to harvest graft. Additional information received november 3, 2016 stated the event happened on (B)(6) 2016.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 19, 2016, it was reported that intermittent operation was experience by multiple surgeons during harvest of skin grafts. On november 2, 2016, it was clarified that the issue occurred during surgery. Additionally, it was provided that the surgeon had to make several passes to get the skin graft. There was an extension/delay to the surgical procedure. There was no harm/injury to the operator but there was harm/injury to the patient as the surgeon had to make several passes to get an adequate skin graft. Another device could not be retrieved for use as the user did not have any other devices. There was an impact/damage to the graft harvest as the surgeon had to make additional passes to harvest the graft. The blade was properly placed for use and the dermacarrier was used at room temperature. The device had not been repaired by someone other than zimmer biomet and the surgical technique for the product was utilized. On november 3, 2016 it was further clarified that the event occurred on (B)(6) 2016 and the surgeon had to do additional passes with the dermatome to acquire enough graft. The customer returned an electric dermatome device, serial number (B)(4) , for evaluation. The customer also returned a power supply, serial number (B)(4) , for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2010 where it was reported that the device needed preventative maintenance and the ball detent, reciprocating arm, seal and retaining ring, o-ring, thickness lever, bearings, and motor were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2010 where it was reported that the device was sent back with the hand piece for preventative maintenance and the device was evaluated with no components replaced.. This is not a related issue. The previous repair report for the electric dermatome, serial number (B)(4) , was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The previous repair report for the electric dermatome power supply, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2010 where it was reported that the device needed preventative maintenance and the ball detent, reciprocating arm, seal and retaining ring, o-ring, thickness lever, bearings, and motor were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2010 where it was reported that the device was sent back with the hand piece for preventative maintenance and the device was evaluated with no components replaced. This is not a related issue. Initial qa inspection of the electric dermatome on (B)(6) 2016 revealed minor cosmetic damage to the head and neck of the hand piece including nicks and scuffs. The thickness control lever operated as intended. There were no visible issues with the power cord. The master blade, serial number (B)(4) , sat flush with the control bar. The safety switch operated as intended. There appeared to be no visual issues with the width plates. The device was tested with the electric dermatome test power supply it #7247 under stroboscope it #929, and the motor speed was above motor speed specifications at 6739 rpm. The device was tested with the customer¿s electric dermatome power supply, serial number (B)(4) , and operated above motor speed specifications at 6754 rpm. The customer¿s power supply was of an older style but appeared to function normally. The calibration was out of specification at all settings. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, calibrating shaft and hand piece assembly. The electric dermatome power supply, serial number (B)(4) , was tested per procedure and no problem could be found. Electric dermatome, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the only issue was the motor being above motor speed specifications. The reported event was non-verifiable since the only issue was the motor being above motor speed specification, hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4) , was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Repair of the electric dermatome was performed by zimmer biomet surgical on november 10, 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, calibrating shaft and hand piece assembly. The electric dermatome power supply, serial number (B)(4), was tested per procedure and no problem could be found. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device operated above motor speed specifications and was outside calibration specifications at all tested thickness settings. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. (B)(4).